Event description:
A consumer reported that one year following bilateral intraocular lens (iol) surgeries, he is "uncomfortable with his vision" as he still needs to use glasses for his intermediate and far vision. In a follow-up, the surgeon was able to provide lens info. The consumer reported that he is in contact with his surgeon to "review alternatives". Additional info has been requested. There are two medical device reports associated with this event; this is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number which was for the consumer's first eye. Additional info has been requested. (B) (4). (B) (4). (B) (4).